Event description:
During the procedure, the physician used a side-viewing endoscope and a wilson-cook gi aspiration needle to successfully aspirate a cyst. When removal of the device was attempted, the needle detached from the catheter. The needle was retrieved with rat tooth forceps. The patient was reported to be in good condition. The device package label includes this statement: "to be used with forward-viewing endoscope." Additional information provided with this report indicated this device was used with a side-viewing endoscope. Use of this device with a side-viewing endoscope can cause damage to the device or needle detachment, as observed.